Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient has discomfort in the pocket related to some movement of the device. The patient indicated that if they try to lay on the left side, the side with the pocket, it causes a lot of discomfort and at times pops up over their collar bone. As a result the patient has to lay in alternate positions to avoid the discomfort, with a general tenderness at the pocket site at all times noted. It was confirmed that the pocket is not red, swollen, or warm. No further complications are anticipated.